Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports their adc device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. The returned reader was visually inspected, and no burn marks or components damage were observed. The returned reader was further investigated and de-cased. A visual inspection of the de-cased reader¿s printed circuit board assembly (pcba) revealed no signs of burn marks or components damage. The returned battery voltage was measured to be within the specified range. The nxp processor was present. A thermal camera was used to inspect the pcba and no hotspot was observed. A power consumption test was performed, and the off current was measured to be within specification range, indicating the reader was not drawing excessive electrical current from the battery. No damage or abnormality was observed. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the libre reader, cable and adapter were reviewed and the dhrs showed the libre reader, cable and adapter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.